Manufacturer narrative:
Return of prod has been requested. Prod and lot number not provided by the reporter therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of the returned prod.

Event description:
Threw up blood [haematemesis]. Choking. Vomiting. Throat sore [oropharyngeal pain]. (B)(6) swallowed circle piece from brushhead [exposure via ingestion]. Brushhead fell off [device breakage]. Case description: a mother reported that her (B)(6) son was using his oral-b professional care 1000 rechargeable toothbrush on (B)(6) 2015 when the oral-b precision clean brushhead popped off. She reported that her son choked on it and swallowed it and it was currently in his stomach; she clarified that he swallowed just the circle piece, but the neck and the toothbrush handle were remaining. She attempted to get him to throw up by putting her finger down his throat, and he did throw up blood. She stated that she telephoned his doctor who informed her that the piece should pass through. Her son developed a sore throat from the choking and vomiting, and woke up on (B)(6) 2015 with his throat still sore. She stated that the brushhead had only been in use for a few months, and that she was not sure if it had ever been dropped. Prod use had been discontinued. The case outcome was improved. Other relevant history: allergies- none, medical history- none. No further info was provided. On (B)(6) 2015 rec'd drug and poison info ctr's f/u phone call with consumer: the mother reported that her son did have a bowel movement, but that he still had not passed the plastic piece. She noted that he was doing okay, but still complained of a sore throat. Per the mother's report, her son's doctor told them to wait 24-48 hours to see if the piece passes and to f/u with him if it did not; she stated the she planned to f/u with him. The case outcome remained improved. No further info was provided.